Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to corrosion of the video connector socket and wear of the locking function due to the repeatedly long-term use because over ten years had passed from the subject device had been delivered. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the contact failure which was caused by the corrosion of the electrical contacts of the video connector socket and the failure of the locking lever. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that the image of the subject device was distorted and/or disappeared when the video plug of the videoscope or camera head was moved because the locking lever of the subject device had become loose. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.